Event description:
A nurse at the facility reportedly was placing instruments in the cidex activated solution at which time the nurse was splashed in the left eye. The nurse was not wearing eye protection. The nurse flushed their eye with water for about 8-10 minutes.